Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and implanted. A second clip, a triclip xtw was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be captured. It was noted that during these maneuvers, the physician thought that a septal leaflet could be a bit damaged. Therefore, a decision was made to achieve one last grasp and stop. The clip was implanted, and the tr was reduced to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported difficult or delayed positioning (leaflet capture) appears to be related to procedural factors due to difficulty visualizing the clip. The cause of the reported difficulty visualizing the clip could not be determined. The reported tissue injury is likely a cascading effect of the leaflet capture attempts. Tissue injury is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances as no intervention was reported. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted and implanted. A second clip, a triclip xtw was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be captured. It was noted that during these maneuvers, the physician thought that a septal leaflet could be a bit damaged. Therefore, a decision was made to achieve one last grasp and stop. The clip was implanted, and the tr was reduced to a grade of 3. There was no clinically significant delay in the procedure.